Event description:
It was reported that the patient presented to the ER after receiving a shock. Review of session records showed oversensing due to noise. Noise was not reproducible with isometrics. During lead revision, externalized conductors were observed near the rv coil via diagnostic imaging. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.